Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that after a novasure procedure the doctor removed the device from the patient after completed and the mesh was torn and the handle felt hot. No injuries to the patient were reported and the physician examined the uterine cavity without noticing any lesions. No other information is available.

Manufacturer narrative:
The device was received and tested. Upon visual inspection it was noted that the dessicant was occluded with blood, the external sheath was crumpled and the mesh in the array was torn on the bottom side, where abrasion of the array against the external sheath distal tip may occur (see pictures below). Additionally, the internal flexures were yielded.the desiccant was replaced prior to executing further testing. The device performed as intended and no other issues were confirmed. The reported observation was confirmed and it will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.